Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative an anastomosis in a laparoscopic sigmoid colectomy, a post-operative leak was observed. The event lead to or extend patient hospitalization in the intensive care unit (ICU).